Event description:
The customer reported being hospitalized due to high blood glucose, and his blood glucose reading at time of call was 560mg/dl. Troubleshooting was performed. Reviewed the bolus and basal and appears to be correct. Ran a fixed prime test and the insulin did exit. The customer stated using the infusion sets for three days. The customer stated that he did not have a chance to check for air bubbles, leak, or bent cannula. A tubing clamp was sent and the high pressure test was performed and passed. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.